Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system halo was implanted during a procedure performed on (B)(6) 2018. According to the complainant, after the procedure, the patient had dysuria which led to a second surgery. She also has pain in the lower back, groin, hip, and vagina (whenever there is vaginal touch). Subsequently, she had perineal physiotherapy. She also reported of vaginal contraction, pain growing in her buttocks, burning sensation in her lower abdomen, and a feeling of having a baby's head in the vagina. Reportedly, her pain limits her sporting activities. She no longer makes any more race and it is difficult to train. There is an intense pain after doing a physical activity for several days and she feels more tired.